Event description:
It was reported that during a mucosectomy procedure, the dr fired the device and then she noticed that the instrument was very hard to remove. When she finally removed it, she saw only blood coming out and also she noticed that only half of the staples were fired. The stapler cut but did not staple. The pt ended up with a colostomy and had to be in therapy for 45 days, because she almost died, because she got a thoracic complication.

Manufacturer narrative:
Date sent: 3/12/2009. Info anticipated, but unavailable at this time.